Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our analysis showed this device did not meet longevity expectations. Final analysis concluded premature battery depletion occurred due to a compromised low-voltage capacitor, which resulted in a high current condition. Despite this compromised capacitor, testing confirmed the device had normal pacing, sensing, and defibrillation therapy functions. This device is included in the may 12, 2006 advisory issued by guidant (now boston scientific crm) regarding premature battery depletion potential in a small subset of ICD and crt-d devices due to a failure of a capacitor from a single lot. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with another boston scientific device, after declaring elective replacement indicator (eri). Subsequently, the device was returned for analysis. There are no known field allegations against this device.

Event description:
--

Manufacturer narrative:
Initial laboratory analysis of this device discovered that it did not meet labeled longevity expectations. This event will be updated as additional information becomes available.